Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 29mm spaien 3 valve, in aortic position by transfemoral approach. During procedure, the valve was implanted too high. It was decided to implant a new sapien 3 valve to avoid paravalvular leak (pvl) and valve migration. The second valve was implanted more ventricular. The final result was good. The patient was in good condition and without consequence.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated h6 to include report of severe paravalvular leak (pvl). The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and pvl were unable to be confirmed due to unavailability of procedural imagery/returned device. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator as reported, 'during procedure, the valve was implanted too aortic, resulting in severe pvl'. Per training manual, 'final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center marker is within the optimal initial center marker zone'. Due to the thv malpositioned (too aortic), the valve couldn't seal against the native annulus resulting in further paravalvular leak. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.